Event description:
Customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple tries to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer service advised the user to ensure the pump was not plugged into a power source and to press the button firmly, following additional guidance. Despite removing the pump from its case, the issue persisted. As the pump was out of warranty, it was not replaced.